Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd autoshield duo pen needle 30ga 5mm was unable to deliver medication. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that the needles jam while doing injection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd autoshield duo pen needle 30ga 5mm was unable to deliver medication. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that the needles jam while doing injection."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-07 . H6: investigation summary customer returned a total of 29 used autoshield duo pen needles. No lot identification was available. The pen needles were visually inspected prior to testing. 27 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining two samples could not be directly tested. These autoshield duo pen needles have had their orange inner shield deploy on the non-patient end and had the orange indicator on the patient end deploy as well. Since the sample was used, it cannot be reused to test for a clog. However, since there is no evidence that the needle cannula has bent on the non-patient end, it may be assumed that the pen needles were used successfully in these samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that 27 of the 29 returned pen needles had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported bd autoshield duo pen needle 30ga 5mm was unable to deliver medication. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that the needles jam while doing injection."